Event description:
The customer reported that the device did not work. There was no pt injury and no further info was made available. The device was returned for investigation and it was found that the webbing was protruding.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.